Event description:
On (B)(6) 2023 the mother noticed that the electrode array has extruded through the tympanic membrane and was coming out of the user's ear canal. She also reported that at one point that day the user pulled the electrode. The user was seen at the clinic on (B)(6) 2024. It was decided to re-implant the user on (B)(6) 2024 at a different clinic with more experience.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the information received from the field the active electrode extruded into the external ear canal. Reportedly the user had a severe ear infection prior to the event and has a history of chronic otitis which might has contributed to the observed issue. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. In addition a complete insertion was not achieved at implantation surgery with one-two channels remaining extra-cochlear. According to the information received it is assumed that additional channels migrated post-operatively out of cochlea. Re-implantation is considered but no further information has been received.

Event description:
On (B)(6) 2023 the mother noticed that the electrode array has extruded through the tympanic membrane and was coming out of the user's ear canal. She also reported that at one point that day the user pulled the electrode. It was decided to re-implant the user. No further information nor the device has been received as of (B)(6) 2024.

Event description:
On (B)(6) 2023 the mother of the user noticed that the electrode array has extruded through the tympanic membrane and was coming out of the user's ear canal. The user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: the device was explanted due to device unrelated medical reasons. The user had a severe ear infection and developed a cholesteatoma which led to electrode migration and subsequent electrode extrusion into the external auditory ear canal. Reportedly, the electrode was inadvertently damaged by the user's mother. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. In addition, a complete insertion was not achieved at implantation surgery with one-two channels remaining extra-cochlear. Device investigation did not reveal any device defect or damage other than the damage caused by the reported manipulation.